Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is known that the device was being used during surgery. It is known that there were no injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.